Event description:
It was reported that the system 9400's steering control was not working, and that it produced poor quality images. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the steering linkage was defective. Parts are unavailable for this unit due to age. Repaired using parts from a system 9400 that had been taken out of service. Alignment was performed on the camera and associated imaging hardware. Image quality was improved. The system was tested and found to be working as intended and placed back into service.